Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead had exhibited loss of capture. An x-ray revealed that the ra lead had dislodged, and it was subsequently explanted and replaced. During the right ventricular (rv) lead revision for an upgrade to left bundle pacing, it was observed that the first new rv lead had failed to capture and exhibited noise reversion when connected to the chronic pacemaker. The issue persisted even after the lead was connected to a new pacemaker, but it was resolved following appropriate programming of the rv lead. However, the first new rv lead was not used. The physician elected to implant a second new rv lead and successfully completed the procedure. The patient remained stable throughout.

Manufacturer narrative:
The reported events of failure to capture and noise were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: section g3. The correct initial awareness date should have been (B)(6) 2025, rather than (B)(6) 2025 in 2017865-2025-1003423.